Event description:
The customer requested a bench repair without specifying the malfunction. Upon repair and evaluation, the philips bench repair technician found the mx40 telemetry device had no audio. No patient involvement.